Manufacturer narrative:
Continuation : product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2016 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2016 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they were still waiting to hear back from the physician on the x-ray results. The rep reported that the cause of the change in therapy/stimulation was directly determined but it was assumed that the leads moved due to where the programming on the leads needed to be adjusted. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that there was a possible lead migration with a change in therapy sensation and results. The rep reported that prior to the incident, the patient was receiving therapy above his hips and sacrum bilaterally and down his legs bilaterally. The leads were parallel to each other and was able to program both leads. The leads spanned the t6/t7 area. The rep reported that it was discovered, following the incident, that he was feeling stimulation in his rib cage on the right and higher up in her low back (t12/l1 area) and pain between his shoulder blade. There was no pain relief with his original complaint and so his pain returned. The rep reported that while attempting to reprogram, the right lead was tested and it was discovered that every electrode captured the rib cage, chest and abdomen. The left lead was tested and was able to capture the area of complaint, in his low back and legs with mild sensation in between his shoulder blades when the intensity (ma) of the stimulation was turned up to moderate sensation. The patient stated ¿3 weeks ago, I was lifting a large suitcase with his right arm, that weighed approximately 50 pounds and rotated his back to move it when he felt a pop. The patient thought that the immediate sensation that he felt was from a back spasm, but after a few weeks realized that it could be related to his ins. The rep reported that a thoracic view x-ray was requested by the patient¿s (B)(6) benefits. The patient would get the x-ray and if it was found that the leads had migrated then surgical intervention will need to be done in order to move the leads back into position. The issue wasn¿t resolved. No further complications were reported.